Event description:
It was reported that an infusor had no flow during patient use. The device was filled with a 192-ml solution; however, the concomitant medical products are currently unknown. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, an evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.